Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered the secondary medicine in half the time as it was programmed. The spectrum pump was programmed to infuse flagyl at 125 cc/hr in the intensive care unit. The nurse dropped the primary bag, which caused the secondary medication to deliver at a higher rate. It was also reported there was no patient injury.